Manufacturer narrative:
A gfe request was submitted to confirm whether the product will be returned for analysis.

Event description:
It was reported that the insertable cardiac monitor (icm) device was explanted. The icm had been implanted and in-service for approximately one year and six months. Although removal is typically not painful, the patient experienced significant pain during the explant procedure. No additional adverse patient effects were reported.